Event description:
The consumer reported seeing the info power on reset (por) error code. It was noted that the por was not related to an overdischarge event. The patient stated that her therapy stopped working on the friday prior to the report, tried to recharge on saturday but couldn't turn stim on after recharging. Through troubleshooting and training, the por was successfully cleared but the therapy was not adequate. This was considered to be a sudden change in therapy. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome and spinal pain.

Event description:
Follow up information received from the patient reported that their therapy issue had not resolved. Their doctor gave them a fentanyl patches and "narco" (10/325 3 times a day) which were not working at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.